Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test and the displacement test. The pump was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery had leaked in battery compartment and now insulin pump had turn off. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.